Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit experienced an e-1 error and that it happened out of the box.